Event description:
Dr did a fusion l4-si using plates and screws, without informed consent and disclosure of the status with the FDA. 2 of the 6 screws broke within two months of surgery. Due to back surgery rptr has pseudoarthrosis, increased pain, numbness, and burning. Also liver function tests are elevated. Type ii diabetes has developed due to inability to excercise.